Event description:
User experienced a leak coming from the analyzer. No one has slipped or fallen. No pt results have been affected. The field service rep determined the cause to be an intermittent back-up of the ise sample probe rinse bath drain. He repositioned the ise rinse bath drain tubing to eliminate air lock.